Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had moisture exposure to their insulin pump. Customer also reported their reservoir was full of insulin and a motor error alarm occurred after attempting to clean their reservoir. The customer's blood glucose was 472 mg/dl. The customer believed their insulin pump was damaged from insulin exposure. The customer did not report any cracks on their insulin pump. Troubleshooting was not completed because the insulin pump alarmed motor error. Customer stated they were unable to complete the rewind sequence on their insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a minor scratches on the lcd window, and cracked battery tube threads.